Manufacturer narrative:
It was reported that when the nurse went to discontinue the intravenous (IV) catheter, the nurse felt resistance and asked a crna to come remove the catheter. Reportedly, when the IV catheter was taken out from patient's left antecubital, only half of the catheter was removed. The crna reportedly palpated around the vein and could not feel the presumably retained piece. The staff at the reporting facility consulted with patient's primary care physician and the patient was reportedly discharged with an order for an x-ray to be done. During inspection prior to use, it was denied that any mishandling or issues with the intravenous catheter were noted. The intravenous catheters are reportedly stored in open plastic bins. It was reported that the intravenous catheter was successfully inserted without any issues or resistance during first attempt by an experienced nurse, propofol (anesthesia medication) was injected to the patient through the intravenous catheter and intravenous catheter was in place for approximately an hour. On follow-up, it was reported that the patient stated that a "bump" to the intravenous catheter insertion site was noted. The patient came back (B)(6) 2019 for an x-ray of the extremity and no foreign body was noted on the film. Of note, the IV catheter is radiopaque. The patient was instructed to follow-up with primary care physician for further evaluation. Due to the reported retained broken piece of intravenous catheter, this medwatch is being filed. The sample is available and had been returned for evaluation. Microscopic pictures of the torn catheter were taken and ridges were identified. Based on our evaluation, we believe the needle pierced the catheter during the initial insertion, which weakened the catheter's walls and created a kink/bend in the catheter. Upon removal of the catheter, the kink/bend caused the catheter to become stuck and hard to remove from the patient's vein. The nurse sought out an additional clinician and the IV catheter was pulled and ripped, resulting in a partial piece of the catheter to remain within the patient's vein. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that when the intravenous (IV) catheter was taken out from patient's left antecubital, only half of the catheter was removed. The crna reportedly palpated around the vein and could not feel the presumably retained piece.